Manufacturer narrative:
Investigation findings identified multiple conditions during the procedure that fell outside the IFU-specified parameters: significantly exceeding the maximum drilling time and exceeding the specified rpm limit. These deviations from the IFU are considered to have caused the reported outcome. This report does not constitute an admission that surgify medical or its employees caused or contributed to the event. If any further information becomes known that could change or alter any conclusions or information, a supplemental report will be filed accordingly. Submission of this report was delayed for one day due to inaccessibility of the FDA electronic submissions gateway nextgen (esg nextgen) on the report due date of 22 june 2026. Access was attempted from multiple devices across two independent internet connections. No scheduled maintenance was posted for this date. The report was fully completed and ready for submission on the due date. Submission was made as soon as gateway access was restored. Documentation of access attempts and correspondence with FDA has been retained in the MDR event file pursuant to 21 cfr 803.18(b)(1).

Event description:
During a spine procedure the burr disassembled. The use time of the device exceeded approximately 6 times the use time specified in the IFU. Also 50% higher rpm was used compared to the rpm stated in the IFU. No reported harm was caused to the patient. Post-operative pictures (taken for other reasons) confirmed that no burr fragments remained in the body.